Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event, the exchange sheath did not split properly during thumb advancer/exchange sheath splitting, is confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the thumb advancer reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, during thumb advancer/exchange sheath splitting, the exchange sheath did not split properly. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.